Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer. The technician inspected the unit and found a crack in the unit's drain funnel. To resolve the issue, the technician replaced the drain funnel, ran a test cycle, and confirmed the unit to be operating according to specifications. The unit was returned to service. The unit was manufactured in 2006 and is under a steris service agreement. No additional issues have been reported.

Event description:
The user facility reported water leaking from their 48" century sterilizer. No injuries or procedural delays or cancellations were reported.